Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder could not be identified. However, it¿s likely the cause is related to reprocessing not being conducted properly due to leakage occurring from the s-body, u/d angulation control knob, and biopsy channel. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the air/water cylinder had foreign material attached. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and in addition to the reported in b5, the device evaluation found the following: due to a crack on the scope body the water tightness was lost, due to damage on the up/down knob the water tightness was lost, the scope connector case unit had a scratch, due to damage on the channel tube the water tightness was lost, due to wear of the angle wire the play of the up/down and the right/left knobs were both out of the standard value, the plastic distal end cover had a scratch, and the adhesive on the bending section cover rubber had scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.